Manufacturer narrative:
Age at time of event: 18 years or older. Initial reported facility name - (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues. Visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous external iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 8.0x20x75 mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous external iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 8.0x20x75 mustang balloon catheter. No patient complications were reported.